Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. A device history record review was performed on the kit and the saline ampule with no relevant findings. A review of the tray configuration for this product, (B)(4), was reviewed as a part of this complaint investigation. The saline ampule is located in a tray cavity separated from other components. A corrective action is not required at this time as the potential cause of a damaged saline ampule could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges to have a broken saline ampule in the kit. No patient injury reported.